Manufacturer narrative:
(B)(4) 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. 4316 - the concluded cause is not adequately described by any other term

Event description:
It was reported that app not working occurred. It was indicated that a sensor insertion into the arm occurred on (B)(6) 2023, which is an off-label misuse of the device. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of a app not working is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.